Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that patient was not showing in medstation. A technical support specialist (tss) dialed into the station and completed a full sync after taking a database backup, however, patient visibility remained unchanged. Upon further investigation, it was identified that the impacted patient was configured as a recurring patient in the visit details. Determined that for recurring patients to appear on the pyxis station, the show recurring admissions setting must be enabled at the device level within the pyxis enterprise server which was found to be unchecked. Updated the setting to enable recurring admissions, confirming that the patient became visible on the station. Subsequently, an email was sent to the customer distribution list providing the status update and advising the pyxis admin to ensure this setting is appropriately configured going forward. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server single patient was not showing up in pyxis. User does facility search too but patient was not showing in medstation. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.